Event description:
It was reported during an atrial fibrillation (afib) procedure while in the left chamber, the user experienced a lot of noise during ablation and a little noise during mapping. The noise was on both the carto system and the ep recording system on all channels. The ez steer thermocool sf nav catheter was changed to continue the procedure. Upon requests for additional information from the bwi field representative, details were provided. The physician was not able to interpret the signals. The noise was on both the body surface (bs) ECG's and intracardiac (ic) signals. The procedure was completed with a new smart flow catheter. Due to this malfunction, the physician thought there was potential risk to the patient as he could not interpret the signals. There was no patient injury reported with this issue.

Manufacturer narrative:
Concomitant product: product # thmcl smrttch,bi,nav,tc,d-f,c3, mfg # d-1327-05-s, lot #15584594m. Concomitant product reported in this procedure was a smart touch bidirectional. The issue reported with this catheter was that the deflection got poorer. The catheter did not get stuck in a deflected position. There was no difficulty in removing the catheter from the patient and no patient injury. The catheter was changed which solved the problem. This deflection issue is not indicative of a reportable event as the problem encountered was highly detectable and without any patient consequence. Also, this catheter type has not been approved by the united states food & drug administration and is not marketed in the united states. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure while in the left chamber, the user experienced a lot of noise during ablation and a little noise during mapping. The noise was on both the carto system and the ep recording system on all the body surface (bs) ECG's and intracardiac (ic) signals thus the complaint became reportable. Upon product receipt, the bwi failure analysis lab did a visual inspection and found the catheter in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.